Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after inserting a 6f ¿ 12f mynx control venous vascular closure device (vcd), the device pulled out of a 14f non-cordis sheath. The device seemed to jump when in the veinotomy with the tension indicator going past the black lines. The physician tried to relax back, but the device was already pulled out of the vein. The sealant was not deployed, and the device was removed. Manual compression was held for 20 minutes until hemostasis was achieved. There were no reported injuries to the patient. This was during an atrial fibrillation ablation in which right femoral vein access was obtained with a 14f non-cordis sheath. The 14f non-cordis sheath was upsized to a 17f non-cordis sheath to perform the ablation. After the ablation was performed, the 17f non-cordis sheath was downsized back to the 14f non-cordis sheath. There were no issues during the sheath exchanges. A venogram was not performed prior to use of the mynx control venous vcd. Ultrasound was used to obtain access, and the vessel appeared to be greater than or equal to 5mm in diameter. There was no evidence that the balloon popped. The mynx control venous vcd was stored and prepped per the instructions for use (IFU) by a trained technologist. The physician is still in training with the mynx control venous vcd; however, a cordis affiliate was present during the procedure. Two additional mynx control venous vcd¿s were successfully used to achieve hemostasis of the left groin. The device was not returned as expected. Without the return of the device or images for analysis, the event ¿balloon-pull through¿ can not confirmed. Based on the available information, it is not possible to determine what factors may have contributed to the reported event. However, prepping or handling factors may have contributed to the balloon pull through. According to the IFU, which is not intended as a mitigation, the device preparation instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull gently on the device handle until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the device and access. If the balloon was properly purged of air and excessive tension is applied to the device during the sealant deployment step, that can cause the balloon to be pulled through the arteriotomy as well. The available information does not suggest the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after inserting a 6f ¿ 12f mynx control venous vascular closure device (vcd), the device pulled out of a 14f non-cordis sheath. The device seemed to jump when in the veinotomy with the tension indicator going past the black lines. The physician tried to relax back, but the device was already pulled out of the vein. The sealant was not deployed, and the device was removed. Manual compression was held for 20 minutes until hemostasis was achieved. There were no reported injuries to the patient. This was during an atrial fibrillation ablation in which right femoral vein access was obtained with a 14f non-cordis sheath. The 14f non-cordis sheath was upsized to a 17f non-cordis sheath to perform the ablation. After the ablation was performed, the 17f non-cordis sheath was downsized back to the 14f non-cordis sheath. There were no issues during the sheath exchanges. A venogram was not performed prior to use of the mynx control venous vcd. Ultrasound was used to obtain access, and the vessel appeared to be greater than or equal to 5mm in diameter. There was no evidence that the balloon popped. The mynx control venous vcd was stored and prepped per the instructions for use (IFU) by a trained technologist. The physician is still in training with the mynx control venous vcd; however, a cordis affiliate was present during the procedure. Two additional mynx control venous vcd¿s were successfully used to achieve hemostasis of the left groin. The device was not returned as expected.